Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, the shape of the tip seemed different than usual after insertion. The surgery was completed without product replacement. The issue was a splinter-like defect at the tip of the depth guard.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned in an opened blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. There is a small split on the nozzle tip. Intraocular lens (iol) was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify the root cause for the reported complaint splinter-like defect at the tip of the depth guard. The iol was not returned. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. A small split on the nozzle tip was observed. The observed damage could potentially occur if there is a lack of viscoelastic between the lens and the nozzle lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).